Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to a system failure of cr board, the supply pressure sensor does not work properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflator console shuts off, and no gas was being dispensed. It was asked but not specified during what type of device usage the reported event occurred. There was no patient injury or medical intervention associated with this event.